Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis summary: ethicon qa india team performed a further analysis to determine if the complaint represent a defect/or a process deviation. According to the results: product code: pmm1, lot no: v0003/v2008, suture material: prolene mesh, returned sample: two photographs of pmm1 mesh 1) outer carton lot v2008 2) inner folder pack lot v0003 provided for investigation. Visual comparison of complaint sample photo with approved artwork: outer box: received complaint sample outer box photograph was visually inspected and compared with approved artwork of product code pmm1 and lot v2008 attached with batch manufacturing record, upon preliminary visual inspection it was identified that the provided outer box of prolene mesh pmm1 lot v2008 is of genuine packaging material manufactured at ethicon aurangabad. Inner folder for pmm1: received complaint sample inner folder photograph was visually inspected and compared with approved artwork of product code pmm1 and lot v0003 attached with batch manufacturing record, upon preliminary visual inspection multiple labeling and artwork related discrepancies were identified. Discrepancy in complaint sample photograph was observed with respect to ethicon approved artwork, color coding, label printing. 1) batch pmm1/v0003 was having manufacturing date 10/2020 and expiry date 09/2025 processed in manufactured in year 2021 with ethicon approved artwork version number *tmv09 whereas in complaint sample has an artwork version number *tmv08. 2) batch pmm1/v0003 was manufactured under medical device manufacturing license number mfg/md/2020/000012 whereas in complaint sample photo. 3) net quantity of 01 n mesh was mentioned below the sterilization symbols presents on pack whereas in complaint sample it was mentioned below the manufacturing site address. 4) manufacturing address mentioned on complaint sample was different than the one present on genuine approved artwork. 5) maximum retail price mentioned on complaint sample as maximum retail price m. R. P. Rs.: 5119.00 incl of all taxes whereas on ethicon approved artwork it was mentioned as maximum retail price rs. 5119.00 incl of all taxes graph it bears manufacturing license number as ad 007. So above mentioned discrepancies clearly differentiate the actual product from complaint sample. Product: actual product was not received for investigation. Hence, functional product evaluation was not performed. The received complaint samples photograph was observed with below listed discrepancies compared with johnson and johnson product. Conclusion: complaint sample photograph and approved artwork comparison including preliminary visual inspection revealed that provided photograph of inner folder for pmm1 mesh is a counterfeit product and there is no product mismatch. Inner folder for pmm1 mesh is not a genuine product manufactured at ethicon aurangabad india site. This complaint is concluded as ¿confirmed counterfeit product¿. For inner folder for prolene mesh. Preliminary photographic evaluation for outer box suggest that the outer box is of a original product manufactured at ethicon aurangabad. DHR: pmm1/v2008 batch manufacturing records of pmm1/v2008 was reviewed for any process deviation but no deviation was observed. Reconciliation record for all the stages were reviewed for all the items and found ok. Finished goods tests reports was reviewed test results and found to meet the specification requirement. Exp. Date- 05/31/2027 date of mfg.-06/01/2022 . DHR: pmm1/v0003 batch manufacturing records of pmm1/v0003 was reviewed for any process deviation but no deviation was observed. Reconciliation record for all the stages were reviewed for all the items and found ok. Finished goods tests reports was reviewed test results and found to meet the specification requirement. Exp. Date- 09/01/2025 date of mfg.-10/31/2020. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and mesh was used. There was a mismatch in the batch of the product. The batch mentioned was different on the outer box & on the foil. Outer box batch: v2008; foil batch: v0003. There were no adverse patient consequences. No further information was provided.